Event description:
Caller reported that the pump battery would not charge despite using a tandem charging cable and attempting multiple outlets. No adverse impact to the customer's blood glucose level was reported, as this information was not provided. Reportedly the customer continued to use the pump for insulin therapy.